Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Additionally, it was reported that an occlusion alarm occurred. Troubleshooting was unable to be performed for the occlusion alarm due to the unresponsive touch screen issue. The customer's blood glucose was 240 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.